Event description:
A 6f angio-seal vascular closure device was used to seal the left femoral arteriotomy site post percutaneous transluminal angioplasty. The physician reported the left common femoral artery was approximately 5mm, and calcified. Thirty minutes post deployment, the tension spring was removed, but hemostasis was not achieved. Manual compression was applied and hemostasis achieved. Two days later the patient complained of pain at the puncture site. An angiogram revealed an occlusion of the left common femoral artery. The patient underwent surgical revascularization and the angio-seal was removed. Twelve days later the patient was discharged; even though the left ankle brachial index (abi) was .5 and the physician was considering another angioplasty. The surgeon reported the occlusion did not occur from device failure; the anchor was caught at the occlusion site and collagen was pushed inside the vessel.